Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) required a magnetic resonance imaging (MRI). While attempted to program this s-ICD into MRI mode, a red screen was observed upon interrogation. It was noted that a premature battery depletion (bd) alert was observed a few months prior. The field representative did not have the patient information at that time. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported.